Event description:
It was reported that during the procedure, after prepping an 018 ht connect 250t guide wire per the instructions for use (IFU), the ht connect guide wire was advanced without resistance in the mildly tortuous superficial femoral artery with a moderately calcified lesion. After prepping a 2x4x150 fox sv balloon dilatation catheter (bdc) per the IFU, significant resistance was felt when advancing the fox bdc as a support catheter over the ht connect. When the physician opted to withdraw the ht connect with the fox sv held in position, resistance was felt between the two devices; both devices were removed from the anatomy as a single unit. Another fox sv and another connect 250t were used to complete the procedure. There were no adverse pt effects and no occurrence of a clinically significant delay. No add'l info was provided.

Manufacturer narrative:
This incident was originally classified as unable to advance which is not considered a reportable event. On receipt and inspection of the returned device, the event has been re-classified as "ptfe coating peeled" and has been reassessed as reportable. Eval is ongoing.